Event description:
An orsrio drug-eluting stent system was selected to treat a lesion (90 percent stenosis degree) in a tortuous proximal posterior left ventricular artery branch of the rca. Upon deployment no stent was seen in a stent boost. No stent was found, neither in the vessel nor on the table.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned delivery system showed that the balloon has been inflated. Microscopic analysis of the balloon surface revealed stent imprints, indicating that the stent was initially crimped centered on the balloon. The dislodged stent was not returned for analysis. Review of the manufacturing documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually inspect the stent system prior to the procedure, and that pre-dilatation of the lesion is mandatory.